Manufacturer narrative:
Section weight and ethnicity: unknown/not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/ information not provided. Telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as lens was implanted into the patient's eye, it got stuck in the cartridge and this resulted in haptic to be broken. When a second iol was used to implant into the patient's eye, the haptic also broke during loading and it was left in the cartridge. There was partial insertion of both iols in the patient's eye. There were no patient injuries, delay in treatment or other interventions performed. No further information was provided. This report captured the first lens that was implanted into the patient's eye.